Event description:
The patient experienced no stimulation sensation. She turned her neurostimulator (ins) off before knee surgery on (B) (6) 2009. Two weeks later, she turned her ins back on and experienced a "strong surge" in the knee area so she turned the ins off. She has since turned the ins back on but did not feel stimulation. She received 3 green lights on the patient programmer and 3 beeps when she tried to increase stimulation. A couple of weeks after knee surgery her dog jumped on her back and the paws hit where the device was implanted. It was later reported that her stimulation stopped out of the blue on (B) (6) 2010. Her stimulation has stopped since her knee surgery. When her device was interrogated with a physician programmer a power on reset (por) was found. The por was cleared and the device was programmed. A por message displayed again later on. The battery voltage was around 2.56v and the impedance measurements were normal. Additional info has been requested.

Manufacturer narrative:
(B) (4).